Event description:
It was reported by the patient that three weeks after implant, their implantable pulse generator (ipg) needed to be "secured." The patient further reported that they have been experiencing fatigue and a "shocking pain" in their leg, arm, jaw or back, and just below their scapula. Approximately ten days later the patient further reported that their device was reprogrammed. With the reprogramming, the patient noted that now their heart rate is close to 80 beats per minute and it is hard for them to lay down. Attempts to obtain further information have been unsuccessful. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.